Event description:
It was reported that patient was seen in clinic. They had a driveline communication fault. System controller and modular cable were changed out and the alarm resolved. The patient tolerated the exchange well. They had no symptoms associated with this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted and downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2024 at 10:48:35, the log file captured intermittent comm b faults that escalated to a driveline communication fault alarm on (B)(6) 2024 at 17:15:01. The alarms remained active until the driveline was disconnected on (B)(6)2024 at 10:02:26. The driveline and power cables being disconnected is consistent with a system controller exchange. The driveline communication fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. The system controller underwent preliminary and functional testing and was able to operate a pump with no alarms active. The reported driveline communication fault alarms were unable to be reproduced during testing. The provided information indicated the system controller and modular cable were exchanged. The driveline communication faults reactivated on the new system controller, serial number (B)(6), and modular cable. Multiple attempts were made to obtain additional information regarding the resolution of the driveline communication fault alarms after the second system controller and modular cable exchange; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline communication fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was seen in clinic. They had a driveline communication fault. System controller and modular cable were changed out and the alarm resolved. The patient tolerated the exchange well. They had no symptoms associated with this event. It was reported that log file analysis revealed driveline communication faults starting (B)(6)2024 at 17:15 and continued for the remainder of the log. These faults were affecting the b line of communication. Submitted log files from next system controller showed clock corrupt events from the beginning of the data capture. The timestamp showed a date of (B)(6) 2000 meaning that may have occurred around 17 days ago, around the time when the modular cable and system controller were exchanged for driveline communication faults the first time. The log files from the new controller also noted constant driveline communication faults that were estimated to have started sometime on (B)(6)2024. The customer reported that after the initial modular cable and system controller exchange, the clock had been synced. It was noted that the patient had showered multiple times since the exchange in (B)(6) and plumber's tape was suggested to them where the modular cable and driveline connect. A second modular cable and system controller exchange was performed on (B)(6)2024.